Event description:
Complainant alleged that during a routine shift check by a clinician, the device was displayed large squares on the screen and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complainant is still under investigation.